Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger of the compact air drive device was blocked, jammed, and moving heavily. It was noted that the trigger was moving heavily, and the motor power of the device was too low. It was further determined that the device failed pretest for check starting behavior, check triggers for forward / reverse mode, and check the attachment coupling. It was noted in the service order that the triggers were damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was documented in the initial medwatch report that the device was serviced and evaluated in switzerland. Upon complaint review, it was determined that the device was serviced and evaluated in costa rica. Please note that the initial reporter information in section e has been updated to reflect the change of the initial reporter. If additional information should become available, a supplemental medwatch report will be submitted accordingly.